Event description:
On (B)(6) 2011, complainant and caregiver (B)(6) contacted salter labs informing that the low indicator light on the oxygen concentrator his wife (the pt) was using was illuminating and his wife was also stating she wasn't receiving air. This has happened several times. When this happened, it took several attempts to unscrew the humidifier and reconnect it. (B)(6) contacted home care provider (B)(6) to inform them of the equipment condition. Company a replaced the concentrator for an unrelated condition and also replaced the humidifier. It is important to note that while the humidifier is salter product, the concentrator is manufactured by another company. On (B)(4) 2011, a salter rep contacted (B)(6) to find out the condition of the pt and to determine if the humidifier is available for return. (B)(6) indicated his wife is "doing fine" and said the humidifier was returned to company (B)(6). On (B)(4) 2011, salter contacted company (B)(6) in an attempt to get the humidifier returned to salter labs for failure analysis. It is currently unk if the device is available for return. This is an interim report.